Manufacturer narrative:
Investigation summary: a device history record review was completed by our quality engineer team for provided material number 305198 and lot number 0321114. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that needle 16gx1-1/2in rb contained foreign matter. The following information was provided by the initial reporter: " had a report of a white substance looked like a circle (dot), that was half way down the needle. It looked like maybe glue. I don't have the product because it was disposed of and so was the box it came out of. Ref # of the needle that had the circle of white substance on it ref# 305195 I went to different departments and looked at some of their bd precisionglide needles. They look to have a white substance like under the colored cap. I believe this might be glue to hold the cap on. I would like to send a few of these into you so that you could tell me what is under the colored cap and what it is. "